Manufacturer narrative:
The reported issue was resolved though phone support. It was confirmed that the technical service engineer (tse) explained that the room may not be level, and the universal surgical manipulator (usm) was supposed to be free moving and not have much resistance. Furthermore, the staff would be trained on how to best position the robot. No site visit was conducted. The system was working properly and no additional action was required.

Event description:
It was reported that during a da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report an issue with the system. When the staff was performing targeting, universal surgical manipulator (usm) 4 slid all the way to the opposite end of the track. The staff reported feeling a noticeable difference in resistance between usm 3 and usm 4. Tse reviewed the logs but found no related issue. Tse explained that when targeting was initiated, the brakes on the usms were unlocked, and that can cause the usm to move more than intended, and can also be affected by external forces, such as a room not being level. The procedure was completing as planned with no reported injury.